Event description:
This report is being filed upon notification from our MFR in (B)(6), to submit this event that happened in (B)(6). Problem: this x-ray system had a subsystem error causing the system to go down while a pt was having a catheter positioning procedure. The pt was not injured.

Manufacturer narrative:
Method: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.